Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported complaint incident for overinfusion was not confirmed. The sample evaluation did not confirm the reported condition. Therefore the root cause could not be confirmed. The device performed to specifications. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device overdelivered during patient use. The device was intended to deliver 10 milliliters fentanyl citrate and 16 milliliters saline to the patient at a rate of 0.5 milliliters per hour, however the facility determined that the actual delivery rate was 0.85 milliliters per hour. There was no patient injury or medical intervention. No additional information is available at this time.